Event description:
It was further clarified that the patient was somnolent. He had been taken to the intensive care unit and was only monitored. No other interventions were necessary. Further, the change in value was clarified to be that there was a change in dose, daily dose, from about 4 milligrams.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 8870, serial# (B)(4), product type: software. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a device follow-up a programming error occurred. The physician programmer had changed the value of the patient bolus automatically. The patient experienced overdose symptoms that could be treated. Reprogramming was required and no diagnostic testing or troubleshooting was performed. It was not specified if the issue was resolved or if the cause was determined. At the time of the event the patient's status was reported as alive-no injury. The patient was ¿fine now¿ and was ¿controlled on the (B)(6) 2014.¿ this device system delivered baclofen and hydal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the representative was told by the physician that the physician, an "inexperienced hcp,¿ might have made a user error while programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.